Event description:
The customer reported that during use in an rf ablation procedure, a snapping sound was heard from the cord connection to the pad. When the user checked, it was found the connection had became hot. The pad was replaced. No patient injury occurred.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.